Manufacturer narrative:
Date sent to the FDA: 09/12/2008. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in 2008. The patient was given prophylactic antibiotics at the time of the procedure. The following month, the patient was having a clear, foul smelling discharge, was prescribed augmentin by the physician, and received an ultrasound the next day. The ultrasound showed a cystic lesion of about one and one half centimeters in size extending in to the myometrium fundally which has resolved spontaneously. The surgeon performed an indigo carmine test which was negative. No further intervention was performed. The surgeon opines that the device performed as expected throughout the procedure.